Event description:
It was reported that the patient presented in clinic for follow up. During analysis, the pacemaker was unable to be interrogated. The pacemaker was successfully interrogated after several attempts. There were no patient consequences.